Manufacturer narrative:
The device was received, and an evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a keypad malfunction. Service evaluation did not identify or verify the keypad malfunction because the symptom was inadvertently not addressed while the device was in its as-received condition. The cause could not be determined and no corrections were made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had a keypad malfunction. There was no patient involvement. No additional information is available.